Manufacturer narrative:
No test methods have been performed (method) as the product performed in accordance to specifications (conclusion) and the device was used in accordance with labeled indications (results). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the treating doctor considered the event was life threatening and the invisalign product was being used at that time.

Event description:
The patient reported symptoms of body rash and difficulty breathing. The patient reported visiting the ER and was seen by a general physician to alleviate the reported symptoms. The patient reported being given an epinephrine shot (by the general physician) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2018 and the patient is currently getting better. The treating doctor considered the event was serious and life threatening to the patient.